Manufacturer narrative:
Other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving di laudid (5mg/ml at 0.175mg/day) via intrathecal drug delivery pump. The indication for use was not noted. It was reported that during a scheduled pump replacement on (B)(6) 2018, it was determined by aspirating through the side port that the catheter was not flowing. The hcp removed the pigtail pump connector from the catheter and was able to get flow so he revised the connector. No symptoms were reported. The issue was said to be resolved and the patient was "alive - no injury." There were no further complications reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the pump had been removed for scheduled end of life (eol). There were no further complications reported at this time.